Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified the reported issue. Physio replaced the system pcb assembly and observed proper device operation through functional and performance testing. The device was then returned to the customer for use.

Event description:
During an evaluation of the device, it was observed that the customer's device was intermittently rebooting itself. This reboot issue was discovered only during testing and there was no patient use associated.